Event description:
The anaesthesiologist reported just before repositioning a pt, the weight of the breathing circuit pulled the connector out of the pts endotracheal tube. There was no pt harm or change in therapy reported.